Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-01064 for information pertaining to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, into a patient with an existing non-medtronic surgical aortic valve replacement and a second non-medtronic transcatheter aortic valve replacement, the implanting team suspected under expansion of the non-medtronic valve. It was noted that the implanting team planned and executed a balloon (unknown manufacturer) fracture of the existing non-medtronic surgical valve with a 24mm non-complaint balloon. Immediately after the balloon fracture, the patient developed aortic insufficiency with possible left main coronary artery (lmca) occlusion. Subsequently, a medtronic valve was loaded onto a delivery catheter system (dcs) and fluoroscopy checked. The medtronic valve was inserted into the patient and deployed to 80%. During this time, it was also revealed that the patient¿s lmca was occluded. The medtronic valve was then recaptured fully into the dcs. Attempts at the lmca cannulation were unsuccessful. The implant team then withdrawn the medtronic valve and the dcs from the patient and moved forward to an open procedure. A new non-medtronic valve was used for the procedure. The patient was reported to be fully extubated and recovering. No additional adverse patient effects were reported.